Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer parts were broken. The field service engineer (fse) delivered a new half height drawer, removed the defective drawer, and installed the replacement half height drawer. The cubies were transferred to the new drawer, and the drawer was configured in the storage space configuration. The technician tested the cubies on both half height drawers, and all were confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer latch was broken. Users were unable to use the emergency key to open the back panel because the broken part was obstructing the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.